Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support there was a plan of care to gain hemostasis and resolve a hematoma in the groin and scrotum. A mattress suture was placed and the team is aware of the situation and was considering impella 5.5 escalation. Blood products were given to the patient. The day after the patient was doing well. The pump was explanted four days later. The patient survived.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Hematoma: the cause of the injury was most likely use related since the surgeon had placed a mattress suture and pressure to achieve hemostasis. Device history review: the pump passed all the post sterile inspection checks.